Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported "this thing hurts" ever since the patient got punched in the back and her implanted device flipped. The patient said it is painful, for example when she was laying on it during physical therapy. The patient stated she had made her physician aware of the incident but no further interventions were done. The patient is hoping to have an MRI. It was recommended that they follow up with their healthcare professional about removal or see if there is an alternative imaging that would be appropriate instead of an MRI. No further patient complications are anticipated or expected as a result of this event.